Event description:
It was reported that the implant had failed after approx 2.5 years. Surgeon reported that it had become unsupported at the end due to loosening of the cement mantle. Surgeon described the pt as being a large person and believes that the metal fatigue probably came about due to strain that would have been put on the hip implant during use with only limited support.